Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. It was reported that the patient had an event of atrial fibrillation (afib) with rapid ventricular response (rvr), per the electrocardiogram. The patient was given amiodarone bolus with continuous therapies started. No associated clinical compromise was noted. The event resolved with the patient being managed appropriately on antiarrhythmic medications on (B)(6) 2021. The arrhythmia was unlikely device or therapy related. The patient was discharged from lvad implant admission. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 24may2021. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The afib with rvr resolved without sequelae on (B)(6) 2021 with the patient being managed appropriately on antiarrhythmic medications following event. The patient was discharged from left ventricular assist device (lvad) implant admission.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient had an event of atrial fibrillation (afib) with rapid ventricular response (rvr) per electrocardiogram (EKG). The patient was given amiodarone bolus with continuous therapies started. There was no associated clinical compromise noted. The event resolved without sequelae on (B)(6) 2021.